Event description:
It was reported the cdh25 was used during a gastric tube procedure. It was reported by the affiliate the rotating knob would not rotate at all. The device was not used and a new one was opened to complete the case. There was no consequence to the pt.